Event description:
In 2005 right chest portacath noted leaking serious drainage. Two attempts to flush portacath unsuccessful. Chest xray indicates proximal portion of portacath catheter in superior vena cava and distal portion in heart. Catheter dislodged three days later portacath catheter retrieved from right atrium by cardiac catheterization. The next day portacath chamber removed under local anesthesia at bedside.